Event description:
It was reported that during an unknown case, the trocar was being used under optical entry. During entry, a large blood vessel was damaged and apparently this led to the patient's death. No additional information regarding the event was provided at this time. Device was discarded.

Manufacturer narrative:
(B) (4): information not available, device not returned for analysis. This event occurred before christmas but has only been reported now. The clinical lead at (B) (6) informed rep that one of his colleagues had an incident involving an xcel bladeless trocar used under optical entry. During entry, a large blood vessel was damaged and apparently this led to the patient's death.